Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation patient trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the advanced evaluation patient believed the lead may have moved as they were not seeing as much relief as they were a few days ago. Support link advised the patient to please contact their healthcare professional (hcp) office for further assistance.